Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. The investigation is in progress.

Event description:
The customer alleges that the connector detached from the tracheal extension during use. No injury to patient was reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The actual sample was not available; therefore, a representative sample was used for the investigation. A visual exam was performed and no obvious defects were observed. The angular connector was able to be attached to a tube from current production at the manufacturing facility. The tracheal 15mm connector from the representative sample was tested with a ring gauge and plug gauge and was found to be within specification. A simulation test was conducted by connecting the bronchial tube to the ventilator. The 15mm connector for the tracheal tube was able to be connected to the ventilator machine. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation, and there were no issues found with the returned representative sample.

Event description:
The customer alleges that the connector detached from the tracheal extension during use. No injury to patient was reported.